Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that two centimeters from the top of the tip of a ht command guide wire broke inside the patient. The tip was successfully taken out of the anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 100% stenosed anatomy and/or other devices resulted in the noted stretched coils, the noted bent core and ultimately resulted in the reported/noted detachments (core, coil, coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the procedure was to treat a 100% stenosed lesion in the distal superficial femoral artery. Additionally, the guide wire was in two pieces but the coils were still attached and the guide wire was simply removed without additional intervention. No additional information was provided.